Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15july2019. Disposition: manufacturer¿s field service engineer (fse) replaced the defective flow sensor assay to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing failed for flow accuracy. The device was not being used for treatment when the reported event occurred. The event date was not specified, estimate used.